Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg displayed a false elective replacement indicator. The issue was resolved following a software update.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.